Manufacturer narrative:
(B)(4) method: the complaint rd900agu neopuff infant resuscitator was returned to fph service center in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service information and photograph provided by fph service engineer. Results: the fph service engineer stated that the gas outlet port of the subject neopuff unit was broken, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 081112. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The hospital reported that the damage occurred after use on a patient, which suggests that the subject neopuff unit was damaged after it was released for distribution. The subject neopuff unit was repaired and returned to hospital service after passing the performance tests specified on the product technical manual. Unit returned to fph (B)(4) for repair.

Event description:
A hospital in (B)(6) reported that an rd900agu neopuff infant resuscitator had a broken gas outlet port, which was noticed after using on a patient. The hospital also requested to service the affected neopuff unit.